Event description:
The patient is male and (B)(6), did the icp implanting on (B)(6) 2015. The fifth day of procedure the sensor could not monitor. Changed the generator and cable but failed. Changed the new one to complete the procedure. There was no report on patient injury. 6/11/15: per affiliate: was there a delay in surgery over 30 minutes? No. Were there any adverse consequences to the patient? No. Is the device being returned for evaluation? Not yet.

Manufacturer narrative:
The device was returned and evaluated by the supplier. The supplier's evaluation included a review of quality records, which found that the device met all manufacturing and quality testing/inspection specifications. The evaluation of the device found that the sensor diaphragm was broken, the sealant over the sensor area was severely damaged (cut), and there was suture attached to the catheter material. No functional testing of the device was possible due to the condition of the device was it was received. Based on the device evaluation, the supplier confirmed the reported complaint and determined the cause of failure to be mishandling of the catheter. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.